Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when they connected the reload to the handle, they recognized that the yellow shipping wedge was broken. Replaced by a new reload and the procedure continued. The sales representative could confirm if the yellow shipping wedge was attached to the reload or not, when they checked the jaws opening/closing. They found the broken piece of the yellow shipping wedge on the surgical table and retrieved it. There was no patient injury.

Event description:
According to the reporter, during laparoscopic nephrectomy, when they connected the reload to the handle, they recognized that the yellow shipping wedge was broken. The device was never used on patient. Replaced by a new reload and the procedure continued. The sales rep could confirm if the yellow shipping wedge was attached to the reload or not, when they checked the jaws opening/ closing. They found the broken piece of the yellow shipping wedge on the surgical table and retrieved it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired. The jaws of the reload were open. Further inspection of the shipping wedge noted damage on the wedge slots that seat within the channel. The reload was fully fired and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.